Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 43-44 mg/dl, and the meter bg reading was above 540 mg/dl. Customer addressed the elevated bg by manual insulin injection. System check did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.